Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of output. The device was not implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).